Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a fortrex hp pta balloon catheter with a 7fr sheath and a 0.035 guidewire during patient treatment. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU was followed and the device was prepped without issue. Embolic protection was not used. A non-medtronic inflation device was used for balloon inflation. Hep saline was used for inflation fluid. A balloon burst during inflation at 16atms was reported. Issue occurred on first inflation. No resistance was noted during advancement. The balloon did not detach during the event and the device safely removed from the patient. No vessel injury was noted. Another balloon brand was used to complete procedure. No patient injury reported.